Event description:
It was reported that a missed alert/notification occurred. According to the patient, on (B)(6)2025, the patient experienced a failure to alert after which they experienced a hypoglycemic event. The patient stated that earlier that day, the cgm device had also not alerted for a high cgm reading. The patient broke out in a sweat and lost consciousness. According to the husband no alert had gone off for a low cgm reading. An ambulance was called; the patient was treated with intravenous glucose and was brought to the hospital. No further treatment was reported, and it was unknown how much time the patient spent at the hospital. No cgm nor blood glucose readings were reported from the event. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.